Manufacturer narrative:
The device was returned. The investigation has been updated, and the results are as follows: DHR results: the lot information was not provided therefore the DHR could not be reviewed. Stock product reviewed results: the lot information was not provided therefore the stock product could not be reviewed. Investigation methods/results: the reported cover screw was not returned, but an implant was returned. The implant was verified to be a glidewell ht implant ø3.5 x 10 mm (70-1189-imp0005) using the radiographic template (mkt-013579 rev 1 pk-4500230-112023). A part of the cover screw was inside the top portion of the implant. Matter was observed in the treading of the implant. Root cause description: a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the cover screw during the initial placement which may have caused a fracture. Additionally, it is unclear the methods of cover screw placement used during the initial procedure and the insertion torque value. IFU-012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the healing component placement section: "option 2: cover screw - if observing a two-stage surgical protocol, thread the cover screw into place atop the implant. Hand-tighten with the appropriate prosthetic driver". The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a glidewell ht cover screw broke off inside an implant. The patient's bone quality is type ii and their oral hygiene is good. The patient presented for a primary procedure on (B)(6) 2025 on tooth #5. During implant placement, the head of the cover screw came off leaving the stem of the screw inside the implant and the implant needed to be removed. The implant was replaced, and no injury was reported.

Manufacturer narrative:
The device was returned for analysis, however, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).